Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the fenestrated bipolar forceps instrument energy string got damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken conductor wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to found to have a broken conductor wire. The conductor wire was broken at the at the grip-crimp location. As a result, the wire was exposed. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding broken conductor wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.